Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06967. It was reported that the patient was seen in clinic. Upon investigation, the implantable cardioverter-defibrillator was noted detecting noise as a ventricular fibrillation episode. The noise was inhibiting pacing. The initial response was there was noise coming from somewhere and was assumed to possibly be the lead, but further review suggests it may be external. Further investigation noted the patient had several vf episodes in the past few months. The patient presented in clinic. The patient was discovered to have an active old antique radio in their room as well as a police scanner. The patient would disconnect their radio and scanner and move them out of the room to eliminate as a possible source of the external noise. Programming changes were made. The patient was stable and would be monitored.